Event description:
The patient stated back pain/leg/walking issues worse when implant on. She hadn't seen her doctor since she got the implant but would like to try a different program. The patient stated that she's been trying to get a hold of her managing physician. The patient stated that she had a problem the (B)(6) this year' and confirmed that it was her ongoing lack of symptom control and stated she tried to get a hold of the doctor and tried twice unsuccessfully. The patient had gone to the doctor's office 6 months or so ago and told the nurse that she wanted to have the device taken out .the nurse told the patient to call the health care provider to set up an appointment to take it out. Patient service assisted patient in changing from p2 @ 3.5v to p3 @ 3.0v. Patient felt pain in hip during call when at higher amplitude; pain resolved once patient deceased stimulation to 3.0v. The patient then wanted to change to program 4. Patient services assisted patient and changed to p4 @ 2.9v. The patient reported that she started out doing well and the implant worked for a little bit for her when she first got it put in to control her symptoms. The patient stated the stimulator worked well and then one day it just didn't. After that the stimulator was not helping reduce her urinary incontinence symptoms by 50% or greater. The symptom control was not very good at all, every night she wets the bed. She was still wearing pads all the time. She just feels like the device should be taken out. The patient reported that she doesn't think that the implant was working right and stated that she has it off half the time because it was hurting her back really bad. When patient turns the stimulator on the patient could hardly walk and has walking problems. The patient stated she always had walking problems and back pain because she had back surgery before she got the implant but the issues have gradually gotten worse and are worse when the stimulator was on. The patient didn't know if the stimulator was in the right place or not and stated she thought this because it hurts. Sometimes she felt the pain and sometimes she doesn't. The pain was a "mixture" of painful stimulation and pain at the device area in front and goes across back to the right in a band. The patient mentioned going through "some kind of spinal stuff that the physical therapist did" where she thinks it might have moved the implant around. When the patient turns the stimulation up and it still doesn't do any good and it hurts worse. When the patient turns the stimulation off there was no pain but only for a while. The patient had tried turning stimulation down as well. The patient reported that she had the stimulator off for "about 3 weeks, longer probably like 4 weeks" and she didn't hurt. Then she started hurting in her back again and having issues with her legs and feet. The patient stated that she has had trouble with her legs for a while and had varicose veins but that she hadn't always had trouble with her feet. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a consumer (con). It was reported that the patient went back to the doctor and they said they were supposed to get reprogrammed every three months. They were supposed to have an appointment made for them, but they hadn't heard back. They noted that they were given a brace for their ankle and foot. Their foot doctor told them they had a drop foot and a torn ligament in left. They added that their stimulator was reprogrammed. They mentioned that they had fallen real hard and landed on their back, which led to the suspected ins movement. The suspected ins movement had not been resolved, but they were working on it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.